Event description:
The facility reported an infusion pump with 570 which occurred during biomed testing. The hospital representative stated they have no record of any patient injury or medical intervention. No additional contact information was available.

Manufacturer narrative:
Evaluation summary: inspection of the device revealed depleted/potentially damaged batteries. The batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.